Event description:
Boston scientific received information that the patient with this device was hospitalized due to increased heart rate. A review of the data revealed multiple episodes of atrial flutter during the last six months and antitachycardia pacing therapy was delivered appropriately. The duration of the ventricular tachycardia zone was reprogrammed and medication was prescribed. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.